Event description:
It was reported that the pump failed to alarm for air-in-line. Although requested, further information was not provided.

Manufacturer narrative:
Reassigned pcu (B)(6) as concomitant (from initially primary suspect) based on investigation. Semdr created as per fi results for converting primary suspect to concomitant. So, emdr not needed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump failed to alarm for air-in-line.